Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio and beep anomaly. Customer's blood glucose at time of incident was 122 mg/dl. Customer is calling back after resting the pump. Customer was advised to insert new energizer battery. Customer stated that new battery did not restore normal pump function. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.